Manufacturer narrative:
Device evaluated by manufacturer: the device was received fractured in two segments. The fractured sites were sent to scanning electron microscopy (sem) fracture analysis, which showed fracture site exhibited circumferential surface wear, reducing the wire cross-sectional area, and fracture surface exhibited evidence of fatigue in addition to elongated dimple ruptures in a shear / tear and torsional direction. Eds spectrum of the circumferential surface wear area revealed a detection of both copper and zinc. No other material anomalies were noted. Analysis concludes that the fracture occurred with fatigue in both a bending and torsional direction due to burr induced surface wear. The rotational abrasion and the evidence of copper which is present only in the rotalink burr at the surrounding area of the fracture site are consistent with the burr running at high revolutions per minute (rpms) while maintaining it in a stationary position over the guide wire, thus leading to a final fracture in bending and torsional direction. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error because the device was not used in accordance with the dfu. Dfu states: "do not allow the burr to remain in one location while rotating at high speeds, as this may lead to wear of the guidewire. Gently advance or retract the burr while it is in high-speed rotary motion". (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Same case as MFR report #: 2134265-2010-00646. It was reported that prior to a percutaneous coronary interventional (pci) procedure, a rotawire fracture occurred. A 1.5mm burr was used during the procedure. A 1.75mm burr was selected. During rotational speed test of the rotablator rotalink plus 1.75mm outside the patient, the rotablator guide wire fractured. The rotablator guide wire was replaced however the rotablator rotalink plus 1.75mm could not be advanced over the rotablator guide wire. The procedure was successfully completed with another of the same device. The device had no contact with the patient.

Event description:
Same case as MFR report #: 2134265-2010-00646. It was reported that prior to a percutaneous coronary interventional (pci) procedure, a rotawire fracture occurred. A 1.5mm burr was used during the procedure. A 1.75mm burr was selected. During rotational speed test of the rotablator rotalink plus 1.75mm outside the patient, the rotablator guide wire fractured. The rotablator guide wire was replaced however the rotablator rotalink plus 1.75mm could not be advanced over the rotablator guide wire. The procedure was successfully completed with another of the same device. The device had no contact with the patient.